Event description:
It was reported that the xience v stents were implanted in the right coronary artery (mid to distal) on (B)(6) 2011, at a different site by dr. (B)(6). On (B)(6) 2011, the patient presented with angina and angiography revealed thrombosis in both stents. The thrombosis was treated by dr. Reddy with balloon angioplasty only. The patient outcome was fine. The patient was on plavix; however, the physician felt she might have been a non-responder and therefore, the medication was changed. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported thrombosis and angina is listed in the xience v everolimus eluting coronary stent system instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The other xience v, is being filed under a separate MFR number.